Event description:
The customer reported that the system failed to initialize to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury there was no pt or death reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface pcb was evaluated and replaced. The system was tested and found to be working as intended and put back into service.